Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that smoke and fire emitted from the water/waste area of an atellica ch 930 analyzer. The fire was subsequently extinguished. Siemens is investigating the event.

Event description:
The customer reported that smoke and fire emitted from the water/waste area of an atellica ch 930 analyzer. The fire was subsequently extinguished and there were no reports of adverse health consequences due to the event. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.

Manufacturer narrative:
The initial MDR 2432235-2023-00065 was submitted to the FDA on 14-feb-2023. Additional information (01-aug-2023): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. Evidence of fire (excessive heat, smoke damage, melted plastic, burned components) was found in the area of the waste pump on the analyzer. An investigation performed by siemens personnel found the customer had installed a non-siemens heat and noise mitigation system on the back of the atellica ch 930 analyzer. The heat and noise solution may have contributed to the burned components. The failed waste pump was returned for investigation. After reviewing the pump received for investigation, it was determined that the pump was not the cause of the fire but was damaged as a result of the fire. The waste pump upper and lower housings clearly caught on fire, but the other pump components were largely intact, indicating the pump did not heat up on its own. The cause of the reported smoke and fire emitted from the waste area of the atellica ch 930 analyzer is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Adverse event problem codes were revised.

Manufacturer narrative:
Additional information was provided on 01-aug-2023 in MDR 2432235-2023-00065_s1. Corrected information (11-sep-2023): incorrect information, "an investigation performed by siemens personnel found the customer had installed a non-siemens heat and noise mitigation system on the back of the atellica ch 930 analyzer" is replace by the correct information, "an investigation performed by siemens personnel found that a heat and noise mitigation system was installed on the back of the atellica ch 930 analyzer."